Event description:
It was reported a percutaneous coronary intervention (pci) procedure time was 2 hours. A 6f terumo sheath and 6f medtronic launcher coronary catheters were used. The left femoral artery was the procedure access site. A cypher stent was placed at the right coronary (rca) - left anterior descending (lad) artery lesion. A pre-deployment angiogram revealed no anomalies in the artery. A 6f angio-seal sts plus was deployed. Hemostasis was not achieved and manual compression was applied to achieve hemostasis. The peripheral artery pulse was not palpable and an ultrasound was performed. The ultrasound confirmed that the entire device was intra-arterial. The anchor, suture and collagen of the angio-seal were removed by surgical intervention. The pt remains hospitalized.

Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.